Event description:
The device used on the bronchial stump. The staples did not form properly during closure. The surgeon observed a leak from the application site and sutured to correct the condition. On 9/5/96, fifteen days post operatively, the pt was returned to the operation room. A 1cm hole was noted in the right bronchial stump. The hosp has reported that the staples in this area "misfired". Two days later the pt expired. The staff physician has stated that the "death is attributable at least in part to failure of the stapler".

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.